Event description:
A caller reported a malfunction on a pump, identified by malfunction code 16. It was unknown if there was any impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and advised the caller to switch to multiple daily injections as a backup therapy. The caller was informed about programming settings and connecting their cgm to the replacement pump. Instructions were provided for returning the problematic pump, and the caller acknowledged understanding all guidance given by technical support.